Event description:
The customer reported that upon re-engagement (ready mode) of a side-firing fiber being used for prostate vaporization, the aim beam forward fired at 64, 300 joules. The procedure was completed with a second fiber. There was no pt injury.

Manufacturer narrative:
The fiber was returned to the MFR and analyzed. Joules were verified on fiber card as 62,780 joules. The failure analysis disclosed that the fiber cap was attached and intact, although drilled through. The fiber cap showed burnt and melted and exhibited detritus, char, excessive devitrification and melted glass. The cap condition would result in reduced vaporization efficiency and may also cause forward firing, which has been identified as a potential safety issue. The root cause of the device issue was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.